Event description:
The customer reported the system was intermittently locking up and not recovering from sleep mode. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.